Event description:
A nurse reported that the system was unable to remember settings. There was no pt injury; however, the case was delayed two hours.

Manufacturer narrative:
A company service rep checked the system, replaced the footswitch controller pcb; performed stp and checked unit to specifications. Component was returned for evaluation and root cause analysis. The customer requested add'l inservice on system.